Event description:
The device was returned for a valve 4 leak failure. Device had no alarms at startup and was able to successfully perform mock infusions. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The pneumatic manifold is also passing hardware testing. As a precaution, valve 4 will be replaced. It was found the rear housing o ring has become partially unseated and will be replaced.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: it was reported that the pump needs service. Battery health is 42. Batteries been replaced and let batteries charge overnight. The av (actuator valve) pins were cleaned and loading guides. After the charging the batteries overnight. Pump was tested. While testing the pump there where no problems. Patient harm: unknown. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.